Event description:
The customer reported that the cardiograph was left in simulation mode. The clinicians made a diagnosis of the simulated wave forms. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported that the cardiograph was left in simulation mode. The clinicians made a diagnosis off the simulated wave forms. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.